Event description:
Complaint submitted through clinical data collection. Limited information provided and it is unlikely further information surrounding the patient or event will be provided. The product part of data collection is bia-gen¿ bioactive moldable bone graft matrix. The initial surgery was on (B)(6) 2022. The product was used in the posterolateral spine in l-2-3-4. Bia-gen was mixed with allograft and bmp (additional materials used were not defined in the initial complaint). Other products used in conjunction were l2-3 tilf cage, l2-3-4 pedicle screws and rods. (Cmi does not manufacture these products). There were no complications during implantation, no other concomitant medical treatment and the overall handling and performance were rated "4-excellent". The adverse event onset date was 06/28/2022. The patient went back to the emergency department complaining from back pain and leg pain and inability to urinate. Patient was readmitted to the hospital. Patient was taken to surgery to treat large hematoma at the site of the back surgery for the lumbar fusion. No further information surrounding patient status or patient outcome was provided.